Manufacturer narrative:
The system was examined. No information was provided to conclusively indicate nonconformance of the system contributed to the reported event. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported slow vacuum rise. The procedure was able to be completed with no patient harm. Additional information has been received stating this slow vacuum rise occurred during epi-nucleus and irrigation/aspiration I/a mode.